Event description:
The lay user/patient contacted lifescan alleging that a one touch ultralink meter keeps flashing even after being transmitted to the pump. Therefore, in order for him to add meal flags, he has to completely shut the meter and then, go to the memory and add notes. The issue was unresolved after troubleshooting. It is unknown whether the "pump comm" feature was turned on or off on the meter. There were no allegations of harm or injury.